Event description:
No additional information was provided.

Manufacturer narrative:
H10: one photo was taken by the customer that verifies the complaint. We usually see bulging or ballooning of the IV tubing or pumping segment, due to pressure being forced into the IV tubing set. Due to the medical grade silicon that the pumping segment is manufactured with, the pumping segment is the only location where the tubing can expand when pressure is forced up into the tubing. We commonly hear of this happening when an IV push had been delivered or possibly if the tubing set was improperly loaded into an alaris pump module. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a bulge / balloon in the silicone segment / pump segment. The following information was provided by the initial reporter: tubing "bubbled" ihile nat on pump e at the back check valve. Thi's occurred on ch'fferent tubings. A was in a code in east cath leb. This caused epi gtt to back up + stop briefly 2420-0007.